Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone of being in the hospital with blood glucose of 850 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer thought the serter may be the reason for the high blood glucose. No further details given.